Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an image problem; it was noted that the device could not hold the scope and the picture was partially cut off. The issue was observed during preparation for use and another of the same device was used to complete the intended procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was a defective coupler impacting image quality. Additionally, the evaluation noted the coupler is too tight and not moving properly and needs to be replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.